Event description:
The customer reported to olympus that the ball tip of the single use electrosurgical knife fell off during a therapeutic endoscopic submucosal dissection (esd) procedure. The occurred with three different electrosurgical knives. The first one dropped out about 40 minutes after the medical treatment. The second one fell off within 5 minutes of the first output. After about 15 minutes in use, the 3rd one fell off. The procedure was completed on the 4th attempt using a similar device with no report of patient harm. Event 3 of 3 this MDR is being submitted to capture the reported malfunction with the third single use electrosurgical knife under the medwatch with patient identifier, (B)(6). The reported malfunctions with the first and second single use electrosurgical knives are being reported in the medwatches with patient identifiers (B)(6), respectively.

Manufacturer narrative:
The subject device was received for evaluation. Device evaluation confirmed the reported customer issue. The device was confirmed to be model model kd-611l, lot number 31k20 device evaluation, the following were noted: the tip was detached. The detached tip was not returned for investigation. Some adhesive agent used to connect the tip was left on the distal end of the electrode . Adhesion of scorch was observed around the cutting knife electrode. No other abnormalities that could lead to the reported phenomenon were not presented. In additional information obtained based on the event reported, the high-frequency output mode at the reported event is coagulation. No tissue was contacted at the reported event. Average output time 1-2 seconds, maximum 5 seconds. Current output levels were noted to be endo cut: 3 forced: 6 swift: 5.9 forced and swift were used about 50-50. The customer stated that the tip likely come off during dissection with forced mode or swift mode. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items, which related to the reported phenomenon. Process inspection sheet, quality inspection sheet, nonconforming product report. A review of the device history record found the subject device was shipped in accordance with specifications. This instruction manual contains the following information. (Drawing no. Gk6202 revision no.18) when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached, be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation the root cause of the event could not be identified. However, based on the condition of the subject device and the result of investigation, a likely mechanism causing the tip detachment might be the following: due to the factor described below, current discharge between the tissue and the electrode occurred during electrical current conduction. The output activation setting was high. The device was used in the coagulation mode. Electrical current conduction time was long. 2) high heat caused by current discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent, which affixes the cutting knife and the tip to decrease. 3) a force to perform tissue incision was applied to the tip. Due to the description stated above (description # 2), the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the root cause of the reported event could not be identified as it was unknown how current discharge between the tissue and the electrode was occurred during electrical current conduction. Olympus will continue to monitor complaints for this device.